Event description:
A talent stent graft device was implanted into a patient for the emergent treatment of a transected thoracic aorta due to a motor vehicle accident. The physician implanted the stent graft without complication. It was reported the patient also had double lower limb amputation. The physician stated that the patient expired a few days after the stent graft implant due to a heart condition, brugada syndrome which causes sudden unexpected cardiac death in apparently healthy individuals. The physician stated that the device performed as intended.

Manufacturer narrative:
(Vessel trauma, transected thoracic aorta): evaluation results - death. Transected thoracic aorta prior to stent graft placement, double lower limb amputation and brugada syndrome. Conclusion: transected thoracic aorta prior to stent graft placement, double lower limb amputation and brugada syndrome.